Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from olympus europa se & co. Kg, there was the possibility that this phenomenon was attributed to the failure of the camera head. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in two interventions during general surgery procedures (left colon resection and rectum / sigmoid resection) with the subject device at the user facility, the image disappeared and large colored bands were displayed on the monitor. The procedure was continued and completed with replacing the devices. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the abnormal image was occurred when the particular camera head was connected to the subject device. Therefore oekg surmised that the subject device had no problem.